Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. After the transseptal puncture and insertion of the faradrive into the left atrium (la), the physician prepared the farawave catheter and inserted it into the faradrive. However, upon aspirating through the faradrive port, a significant amount of air was observed. The physician repeated the maneuver three times, but the issue persisted. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product has been returned for analysis. It was further reported that the dilator and guidewire were inserted into the sheath. A pump was used for the irrigation of sheath. The guidewire was close to the exit of the farawave catheter. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. After the transseptal puncture and insertion of the faradrive into the left atrium (la), the physician prepared the farawave catheter and inserted it into the faradrive. However, upon aspirating through the faradrive port, a significant amount of air was observed. The physician repeated the maneuver three times, but the issue persisted. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it has been currently retained by customer.

Manufacturer narrative:
Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. After the transseptal puncture and insertion of the faradrive into the left atrium (la), the physician prepared the farawave catheter and inserted it into the faradrive. However, upon aspirating through the faradrive port, a significant amount of air was observed. The physician repeated the maneuver three times, but the issue persisted. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it has been currently retained by customer. It was further reported that the dilator and guidewire were inserted into the sheath. A pump was used for the irrigation of sheath. The guidewire was close to the exit of the farawave catheter. No other issue has been reported.